Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent, it was noted that upon removal of the stent protector and the stylet, the stent dislodged off of the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery catheter was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts stretched and distorted. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector was measured and within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent, it was noted that upon removal of the stent protector and the stylet, the stent dislodged off of the balloon. The procedure was completed with a different device. No patient complications were reported.